Manufacturer narrative:
As per the report from the facility, this device was being used off-label. It is indicated for percutaneous valvuloplasty only and was being used for a tavr procedure, where two stents had been previously placed. The instructions for use states that an inflation device with pressure gauge should be used to monitor pressure, so that the rbp of the balloon is not exceeded. The physician used a syringe to inflate this balloon and it is unknown as to what pressure the balloon was taken. The comparative catheter that was pulled and tested, was inflated to the labeled rbp of 2.0 atm with no issues. Greater pressure was applied to the balloon, and it did not burst until 4 atm.

Event description:
As per the report received from bis: "balloon was inflated with a syringe and burst. Physician was using the balloon for tavr - existing stent inside stent in valve when balloon was inflated. A 14fr dry seal introducer sheath was used. The catheter shaft was not kinked. A tyshak ii was used to complete the procedure without incident. The patient was fine post procedure - the patient had 2 stents in the valve."